Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the j101 connector and battery board were contaminated,which prevented the charger from charging batteries. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated connector and battery board. The pt received a replacement battery charger/modem.